Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) failed to register the purge disk when inserted into the purge-disk slot. The console did not recognize that the purge disk was present, and the purge system could not be initialized. No additional details were provided, and no patient involvement or harm was reported.

Manufacturer narrative:
D2a and d2b revised as they were entered incorrectly on the initial report that was submitted. H6 code c20 was entered incorrectly on the initial report that was submitted and should of been c21. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data review: the console logs were consistent with what was reported in the complaint. The logs from the complaint date revealed that the console issued a purge disc not detected alarm. Device analysis: the console was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag was observed to be broken and was the root cause of the console¿s inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.